Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 1.006 mg/day) and bupivacaine (15 mg/ml at 1.006 mg/day) via an implantable infusion pump. It was reported that the patient had complained of discomfort in the pocket. The patient was brought to the operating room for a pump relocation. During pre-op the patient requested the catheter "be tested due to age." She also stated she was having difficulty with telemetry with her ptm. She stated she had fallen several times since her pump was implanted and she had to "flip her pump back over." The clinician had not had any difficulty refilling the pump. She was not reporting any loss of therapy. Once the pocket was opened it was observed that the catheter appeared to be twisted but was not kinked, obstructed, broken or disconnected. The catheter was tested through the catheter access port and was patent. The pocket was repositioned and no changes to the dose were made. It was noted the issue was not resolved. The patient's weight was unknown. The patient's status at the time of the report was alive, no injury. No further complications were reported.